Manufacturer narrative:
Image review: one media file was provided for review. The media file provided shows an implanted valve at what appears to be an adequate depth and no evidence of significant aortic regurgitation/paravalvular leak. It was reported that a possible fistula was seen on an echocardiogram two months post implant; however, images of the echocardiogram were not provided for review. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty); mitral valve regurgitation or injury. The patient¿s executive summary was not provided for anatomical review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified non-coronary cusp, moderate paravalvular leak (pvl) was observed following placement. A post-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. Following the bav, the pvl resolved. Approximately 2 months later, the patient was hospitalized due to chest discomfort. A repeat echocardiogram revealed a possible fistula from the left ventricular outflow tract to the atrium. The left ventricle appeared hypokinetic with a reduced ejection fraction. Mild to moderate mitral regurgitation and tricuspid regurgitation were noted. A computed tomography confirmed the presence of the fistula. Per the physician, surgery will be required. Additional information was received that the tricuspid regurgitation was mild. No treatment was prescribed.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified non-coronary cusp, moderate paravalvular leak (pvl) was observed following placement. A post-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. Following the bav, the pvl resolved. Approximately 2 months later, the patient was hospitalized due to chest discomfort. A repeat echocardiogram revealed a possible fistula from the left ventricular outflow tract to the atrium. The left ventricle appeared hypokinetic with a reduced ejection fraction. Mild to moderate mitral regurgitation and tricuspid regurgitation were noted. A computed tomography confirmed the presence of the fistula. Per the physician, surgery will be required.

Manufacturer narrative:
Corrected data: e3 - occupation corrected from other healthcare professional to physician. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.